Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia occurred following a period of hyperglycemia. During this period, a fill tubing only process was completed, priming 6 units of insulin. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows the user's weight in the device was increased by 5 pounds after 2 days of use. This change was made 9 days prior to the event. In addition, device data shows that the device volume was set to off, and all optional cgm glucose related alerts were turned off. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. It is possible the user was using the fill tubing only to deliver additional correction insulin by remaining connected to the tubing during the priming process. This would lead to excess insulin and could have caused this hypoglycemic event. Increasing the body weight in the device, having the device volume set to off, and having all low glucose alerts turned off contributed to the severity of the event.

Event description:
On 7/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/30/24. On (B)(6)2024 a beta bionics customer care agent followed up with the user about the event. The user reported that the event occurred while working a 12-hour shift at the hospital. Around the 9-hour mark, the user felt dizzy, sat down, and then passed out. Co-workers took the user to the ER, where a doctor administered a glucagon shot and provided a peanut butter sandwich. The user did not receive an IV, was not admitted, and spent two hours in the ER. The lowest bg level recorded was 42 mg/dl, with levels outside the normal range for less than an hour. The user has since returned to using the ilet system and is doing well. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on 6/30/24. A medwatch report detailing the first low bg event on 6/24/24 is submitted on MFR report #: 3019004087-2024-00308.